Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture and had dislodged. A revision procedure was performed and this lead was loose in the coronary sinus. The lead was successfully explanted and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and will not be returned for product analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.